Event description:
It was reported that the patient experienced new back pain and wanted to know how long it should last. The pain was where the catheter was inserted. The patient currently had saline in their device but baclofen was to be put in on (B)(6) 2013. It was later reported that the device still contained saline. The cause of the event was a cerebrospinal fluid leak post dural puncture headache. On (B)(6) 2013, a pump myelogram was done. Signs and symptoms included a positional headache. The event resolved with an epidural blood patch. The outcome to the patient was listed as no injury.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).